Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator drawer bin 1.2 had failed to open intermittently. The field service engineer (fse) ran complete diagnostics on the refrigerator and tested it in the hardware test application but could not duplicate the error. The fse suspected that the issue might have been caused by a user mistake rather than a problem with the refrigerator. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported when using the bd pyxis¿ es refrigerator, the refrigerator drawers were failed to open. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.